Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a high blood glucose (bg) level of 530 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. Reportedly, customer left the ER six hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Reportedly, the customer reverted to an alternate form of insulin therapy.